Event description:
As additionally reported to coloplast, though not verified: as a result of the mesh that was inserted, patient has suffered numerous injuries, including, but not limited to: bowel blockage and perforation requiring surgery and bowel removal, dyspareunia, constipation, difficulties voiding, recurrence and/or addition of prolapse and/or incontinence, suprapubic pain, groin pain, and abdominal pain. On (B)(6) 2024, due to the injuries alleged, patient underwent a pelvic mesh excision surgery.

Manufacturer narrative:
This complaint was investigated to the extent information was provided to coloplast. Due to the nature of this complaint and the device not being returned for evaluation a thorough investigation could not be executed. Should additional information become available, a follow up report will be submitted. Complaints of this nature are monitored and captured within the product risk documentation excluding nausea and vomiting. There is no data or literature to support a direct causal relationship for nausea and vomiting with restorelle; however, they are symptoms of the bowel obstruction. No further action or corrective action is required at this time.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed to be associated. The device was not returned for evaluation. Without the benefit of analyzing the device, quality cannot comment on the condition of the device. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted.

Event description:
As reported to coloplast, though not verified: the patient had a restorelle implanted on (B)(6) 2022. Reportedly the patient experienced foul smelling discharge, vaginal culture (+) few beta hemolytic streptococcus group b, urinary tract infection, abdominal pain, nausea, vomiting. CT scan confirmed small bowel obstruction. The patient underwent a partial excision of restorelle mesh, laparoscopic lysis of adhesions, open small bowel resection and 1 cm ventral hernia repair. Intraoperative findings included: an area of thick adhesions from the small bowel to the mesh which was on the uterus. There were many interloop adhesions and thick bands to the mesh. Hysterectomy may be considered as small bowel obstruction may recur at the site of mesh. Post procedure, grade two cystocele, grade one rectocele, urinary urgency, urethral hypermobility and stage one uterine prolapse.